Event description:
PICC flushed with 10ml syringe ns flush. Catheter placed in l saphenous vein, good blood return, flushed easily (10 ml syringe). Segured with tegaderm. Started IV fluid infusion. Noted that PICC dressing became wet. Disconnected line, attempted to flush with 10ml syringe. PICC seen to be leaking where catheter/hub interface. A new PICC line was placed. No apparent harm to patient.

Manufacturer narrative:
The complaint was forwarded to our catheter supplier, vygon gmbh, for evaluation. The investigation summary is as follows: vygon received two parts of a catheter as a sample. Catheter examination showed that the catheter had been cut at 22.5cm. It was not possible to flush the catheter because there were severe occlusions. When doing microscopic examination of the junction of the catheter/wing a radial tear was visible and the catheter had been partly torn from the wing. Based on the product incident form and previous complaints from the customer, it was indicated that chlorhexidine alcohol was used as a disinfectant. Vygon recommends using caution when disinfecting by saying: "be aware that organic solvents such as alcohol or acetone may interact with the catheter material and weaken it," and "avoid any contact of the catheter tubing to alcohol-containing disinfectants." The product also contains the following warning: "never use organic solvents such as alcohol directly on the catheter; it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." In addition to the poor properties of alcohol on the catheter material, any tensile stress or contact with sharp-edged instruments should be avoided. Because of several tests done during production, vygon does not believe that this was caused by a manufacturing-related fault. Vygon has received similar complaints in which the catheter was used improperly. Vygon cannot explain why the catheter leaked or broke halfway even though the customer allegedly did everything right. Given the small size of these catheters, they are sensitive to handling; therefore, vygon believes that this could be due to unintentional incorrect handling. No abnormalities were found during the review of batch history records. Each catheter is flow and leak tested during production and the tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the 6th complaint for the involved batches 8026034, 8035199, and 8036756. This is the 7th regarding a separated catheter tube on code 4g07125231 within the last three years. No further corrective action is initiated by quality management as a manufacturing fault cannot be identified. Vygon will continue to monitor for this issue.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
PICC flushed with 10 ml syringe ns flush. Catheter placed in l saphenous vein, good blood return, flushed easily (10 ml syringe). Secured with tegaderm. Started IV fluid infusion. Noted that PICC dressing became wet. Disconnected line, attempted to flush with 10 ml syringe. PICC seen to be leaking where catheter/hub interface. A new PICC line was placed. No apparent harm to patient.